Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the display on the on the insulin pump was discolored it's a rainbow color and customer he is unable to see the screen. Customer stated the device was vibrating and customer is not able to see the alert. Customer doesn't know his blood glucose level. Customer stated the device was not dropped or bumped. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was monitored and tested no missing segments or partial display. No screen anomaly noted. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was received with cracked reservoir tube lip noted.